Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The high capture threshold allegations were not confirmed, basing on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased in threshold measurements, decreased wave amplitude which needed to rv pace more. This lead was then extracted with a micropuncture kit that was used so the insulation of the lead was torn. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased in threshold measurements, decreased wave amplitude which needed to rv pace more. This lead was then extracted with a micropuncture kit that was used and the insulation of the lead was torn. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.